Event description:
It was reported that the atrial lead lost capture and undersensed p waves. The lead programming was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the atrial lead had loss of sensing resulting in loss of pacing and the sensing and thresholds had deteriorated over time. During lead revision it was noted on fluoroscopy that the lead was pulled back and taught in atrium. The lead was unscrewed, pulled back easily without incident, and subsequently explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was further analyzed. There was blood on the proximal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 419388, implantable pacing lead, (B)(6) 2007; 0148, competitor implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
The full lead was returned, analyzed, and there was blood on the proximal conductor. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The full lead was further analyzed, and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. The distal conductor of the lead developed a fracture due to flexing while in vivo.